Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported a patient presented with chest pain in clinic for a follow up. Device interrogation revealed high thresholds caused by possible right ventricular (rv) lead perforation. Cardiovascular medication was changed as a source of treatment. The patient condition was unknown.